Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device encountered multiple issues, including a pin lodged in the ac port, replacement of the downstream occlusion (dso) seal, replacement of the lens, and a remediation software update" was confirmed through visual inspection/ac adaptor test. The probable cause was the adapter. Further investigation found the lcd lens was damaged and the dso seal lifting. The lcd lens and dso seal were replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿during testing, the device encountered multiple issues, including a pin lodged in the ac port, replacement of the downstream occlusion (dso) seal, replacement of the lens, and a remediation software update.¿; during device evaluation it was found that the dso seal was lifting.